Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jun-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of stimulation and return of pain. The rep met with the patient on (B)(6) 2024 and found electrodes 0, 1, 6 and 7 were "do not use" (40,000 ohms) and electrodes 2, 3, 4, 5 and 8 were "avoid" with high impedance readings. The rep sent a screen shot of the impedance session report. The rep reprogrammed the patient avoiding the electrodes identified with the impedance issues. The lead 0-7 was for their back pain and lead 8-15 was for their right leg/foot pain. The cause of the issue was unknown. The issue was ongoing. The patient was going to call the office and get a surgical consult for the lead replacement (not scheduled yet).

Manufacturer narrative:
H3: analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep met with the patient at her postop appointment on (B)(6) 2024. Patient reports that she has great coverage of her stimulation and reports no issues. Rep interrogated the implanted ins and confirmed that sn of the ins that was implanted in the patient. Impedances were all within normal limits and the current battery voltage is measuring 2.4 v.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had great relief of symptoms, until recently where the lead malfunctioned. Old stimulator system was removed and replaced.

Manufacturer narrative:
D6a: a correction was made to update the device information; the implant is currently implanted and was implanted on (B)(6) 2024. The incorrect ins was system reported with the leads in rr transaction #3004209178-2024-16296, however this has been corrected and any additional new information will be reported through the following rr #(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.